Event description:
While on way home at disch, (B)(6) 2013, pt had nausea/abd pain (resolvedsimilar sxs to previous device malfunct) more alarms started this am>admitted>internal pump connect problem at pump bend relief. Pt refused pump exchange>disch home w/(B)(6).